Manufacturer narrative:
This report is being sent to correct d6a.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received two inappropriate shocks while asleep. The following day, they were evaluated in-clinic, where it was determined that the smartpass feature had been deactivated due to decreased amplitude measurements, which contributed to t-wave over-sensing and the subsequent inappropriate therapy delivery. The physician elected to program the device to the secondary sensing vector. However, another inappropriate shock was delivered due to t-wave over-sensing and the patient was hospitalized. Boston scientific technical services (ts) was contacted for review, and it was confirmed that the shocks were delivered due to high ventricular rates, with decreased r-wave amplitude values, which contributed to t-wave over-sensing. Ts recommended acquiring a new automatic template, investigating why the patient's rates are quite high while asleep, and potential reprogramming options were also provided. Recently, the patient received further inappropriate shock therapy due to over-sensing and decreased amplitude measurements. Postural testing was completed and there were no observable amplitude changes observed. Additionally, the automatic screening tool (ast) was performed, and confirmed that the system position was acceptable for using the primary and secondary sensing vectors. Ts was contacted and again, and discussed that potentially holter testing would be useful for assessing the patient's rates. The smartcharge feature of the device could be extended to delay inappropriate therapy. Ts also pointed out that the impedance measurements of the delivered shocks were elevated, but still in-range (111 ohms to 133 ohms). A frontal x-ray was provided, and ts hypothesized that potential adipose tissue under the device can could be the cause of the elevated shock impedance measurements. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct d6a.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received two inappropriate shocks while asleep. The following day, they were evaluated in-clinic, where it was determined that the smartpass feature had been deactivated due to decreased amplitude measurements, which contributed to t-wave over-sensing and the subsequent inappropriate therapy delivery. The physician elected to program the device to the secondary sensing vector. However, another inappropriate shock was delivered due to t-wave over-sensing and the patient was hospitalized. Boston scientific technical services (ts) was contacted for review, and it was confirmed that the shocks were delivered due to high ventricular rates, with decreased r-wave amplitude values, which contributed to t-wave over-sensing. Ts recommended acquiring a new automatic template, investigating why the patient's rates are quite high while asleep, and potential reprogramming options were also provided. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received two inappropriate shocks while asleep. The following day, they were evaluated in-clinic, where it was determined that the smartpass feature had been deactivated due to decreased amplitude measurements, which contributed to t-wave over-sensing and the subsequent inappropriate therapy delivery. The physician elected to program the device to the secondary sensing vector. However, another inappropriate shock was delivered due to t-wave over-sensing and the patient was hospitalized. Boston scientific technical services (ts) was contacted for review, and it was confirmed that the shocks were delivered due to high ventricular rates, with decreased r-wave amplitude values, which contributed to t-wave over-sensing. Ts recommended acquiring a new automatic template, investigating why the patient's rates are quite high while asleep, and potential reprogramming options were also provided. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.